Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited diaphragmatic stimulation when paced by the right ventricular (rv) lead. A physician determined the stimulation was caused by an rv lead heart tissue perforation. The perforation was confirmed via x-rays. The patient medication was increased as result and the physician will continue to monitor. The rv lead remains in service. No additional adverse patient effects were reported.